Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused. The device was filled with 12g flucloxacillin in 230 ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other). Correction made to e1: initial reporter facility name: (B)(6). Correction made to e1: initial reporter address: (B)(6). Correction made to g3: date received by MFR: 09/06/2021 (previously submitted as 09/03/2021) additional information was added to h4, h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.